Manufacturer narrative:
Concomitant products: dtma1qq crtd implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a rapid heart rate with failure to capture, loss of capture, and asystole. The lead remains in use. No further patient complications have been reported as a result of this event.